Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of urticaria ('giant urticaria') in a female patient who had essure (batch no. 50759360) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced urticaria (seriousness criterion medically significant), diarrhoea ("gastrointestinal problems such as diarrhoea"), dry mouth ("dry mouth"), dyspepsia ("heartburn"), abdominal pain upper ("gastric pain"), somnolence ("somnolence"), migraine ("persistent headache and migraine"), depression ("depression"), facial neuralgia ("facial neuralgia"), sinusitis ("chronic sinusitis / sinusitis"), arthralgia ("nervous system problems such as joint pain"), tendon pain ("tendon pain"), ligament pain ("ligament pain"), coccydynia ("coccyx pain"), neck pain ("neck pain"), back pain ("back muscle pain"), muscle atrophy ("muscular atrophy"), musculoskeletal stiffness ("muscle stiffness"), paraesthesia ("paraesthesia"), gait disturbance ("difficulty walking for a long time"), loss of personal independence in daily activities ("difficulty holding an object for too long"), hyperaesthesia teeth ("sensitive teeth"), ear disorder ("otorhinolaryngology problem"), nasal disorder ("otorhinolaryngology problem"), laryngeal disorder ("otorhinolaryngology problem"), tinnitus ("tinnitus"), feeling drunk ("feeling drunk"), vertigo ("vertigo"), ear pruritus ("itchy ear canal"), dry eye ("dry eyes"), breast mass ("breast nodules"), breast swelling ("swollen breasts"), ovarian cyst ("ovarian cysts, 5 cm nodule"), iron deficiency ("iron deficiency"), mineral deficiency ("mineral deficiency"), hypovitaminosis ("vitamin deficiency"), myalgia ("chronic pain in the muscles of the body"), rheumatic disorder ("chronic pain in the tissues of the body"), discomfort ("chronic discomfort"), fatigue ("fatigue") and illness ("illnesses"). Essure treatment was not changed. At the time of the report, the urticaria, diarrhoea, dry mouth, dyspepsia, abdominal pain upper, somnolence, migraine, depression, facial neuralgia, sinusitis, arthralgia, tendon pain, ligament pain, coccydynia, neck pain, back pain, muscle atrophy, musculoskeletal stiffness, paraesthesia, gait disturbance, loss of personal independence in daily activities, hyperaesthesia teeth, ear disorder, nasal disorder, laryngeal disorder, tinnitus, feeling drunk, vertigo, ear pruritus, dry eye, breast mass, breast swelling, ovarian cyst, iron deficiency, mineral deficiency and hypovitaminosis outcome was unknown and the myalgia, rheumatic disorder, discomfort, fatigue and illness had not resolved. The reporter provided no causality assessment for abdominal pain upper, arthralgia, back pain, breast mass, breast swelling, coccydynia, depression, diarrhoea, discomfort, dry eye, dry mouth, dyspepsia, ear disorder, ear pruritus, facial neuralgia, fatigue, feeling drunk, gait disturbance, hyperaesthesia teeth, hypovitaminosis, illness, iron deficiency, laryngeal disorder, ligament pain, loss of personal independence in daily activities, migraine, mineral deficiency, muscle atrophy, musculoskeletal stiffness, myalgia, nasal disorder, neck pain, ovarian cyst, paraesthesia, rheumatic disorder, sinusitis, somnolence, tendon pain, tinnitus, urticaria and vertigo with essure. The reporter commented: period of onset: 2014 to now 2021. The patient was waiting for essure removal. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2108668) on 03-may-2021. The most recent information was received on 07-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of urticaria ('giant urticaria') in a female patient who had essure (batch no. 50759360) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced urticaria (seriousness criterion medically significant), diarrhoea ("gastrointestinal problems such as diarrhoea"), dry mouth ("dry mouth"), dyspepsia ("heartburn"), abdominal pain upper ("gastric pain"), somnolence ("somnolence"), migraine ("persistent headache and migraine"), depression ("depression"), facial neuralgia ("facial neuralgia"), sinusitis ("chronic sinusitis / sinusitis"), arthralgia ("nervous system problems such as joint pain"), tendon pain ("tendon pain"), ligament pain ("ligament pain"), coccydynia ("coccyx pain"), neck pain ("neck pain"), back pain ("back muscle pain"), muscle atrophy ("muscular atrophy"), musculoskeletal stiffness ("muscle stiffness"), paraesthesia ("paraesthesia"), gait disturbance ("difficulty walking for a long time"), loss of personal independence in daily activities ("difficulty holding an object for too long"), hyperaesthesia teeth ("sensitive teeth"), ear disorder ("otorhinolaryngology problem"), nasal disorder ("otorhinolaryngology problem"), laryngeal disorder ("otorhinolaryngology problem"), tinnitus ("tinnitus"), feeling drunk ("feeling drunk"), vertigo ("vertigo"), ear pruritus ("itchy ear canal"), dry eye ("dry eyes"), breast mass ("breast nodules"), breast swelling ("swollen breasts"), ovarian cyst ("ovarian cysts, 5 cm nodule"), iron deficiency ("iron deficiency"), mineral deficiency ("mineral deficiency"), hypovitaminosis ("vitamin deficiency"), myalgia ("chronic pain in the muscles of the body"), rheumatic disorder ("chronic pain in the tissues of the body"), discomfort ("chronic discomfort"), fatigue ("fatigue") and illness ("illnesses"). Essure treatment was not changed. At the time of the report, the urticaria, diarrhoea, dry mouth, dyspepsia, abdominal pain upper, somnolence, migraine, depression, facial neuralgia, sinusitis, arthralgia, tendon pain, ligament pain, coccydynia, neck pain, back pain, muscle atrophy, musculoskeletal stiffness, paraesthesia, gait disturbance, loss of personal independence in daily activities, hyperaesthesia teeth, ear disorder, nasal disorder, laryngeal disorder, tinnitus, feeling drunk, vertigo, ear pruritus, dry eye, breast mass, breast swelling, ovarian cyst, iron deficiency, mineral deficiency and hypovitaminosis outcome was unknown and the myalgia, rheumatic disorder, discomfort, fatigue and illness had not resolved. The reporter provided no causality assessment for abdominal pain upper, arthralgia, back pain, breast mass, breast swelling, coccydynia, depression, diarrhoea, discomfort, dry eye, dry mouth, dyspepsia, ear disorder, ear pruritus, facial neuralgia, fatigue, feeling drunk, gait disturbance, hyperaesthesia teeth, hypovitaminosis, illness, iron deficiency, laryngeal disorder, ligament pain, loss of personal independence in daily activities, migraine, mineral deficiency, muscle atrophy, musculoskeletal stiffness, myalgia, nasal disorder, neck pain, ovarian cyst, paraesthesia, rheumatic disorder, sinusitis, somnolence, tendon pain, tinnitus, urticaria and vertigo with essure. The reporter commented: period of onset: 2014 to (B)(6) 2021. The patient was waiting for essure removal. Batch no 50759360 production date 2013-09-20 expiration date 2016-09-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-may-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 03-may-2021. The most recent information was received on 24-may-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("a 40 mm fragment of the right essure remains"), uterine abscess ("appearance suggesting a 40 mm right para-uterine abscess collection") and angioedema ("giant urticaria") in a female patient who had essure inserted (lot no. 50759360) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion intervention required), uterine abscess (seriousness criterion medically important), angioedema (seriousness criterion medically important), diarrhoea ("gastrointestinal problems such as diarrhoea"), dry mouth ("dry mouth"), dyspepsia ("heartburn"), abdominal pain upper ("gastric pain"), somnolence ("somnolence"), migraine ("persistent headache and migraine"), a first episode of depression ("depression"), trigeminal neuralgia ("facial neuralgia"), chronic sinusitis ("chronic sinusitis / sinusitis"), arthralgia ("nervous system problems such as joint pain"), tendon pain ("tendon pain"), ligament pain ("ligament pain"), coccydynia ("coccyx pain"), neck pain ("neck pain"), back pain ("back muscle pain"), muscle atrophy ("muscular atrophy"), musculoskeletal stiffness ("muscle stiffness"), paraesthesia ("paraesthesia"), gait disturbance ("difficulty walking for a long time"), a first episode of loss of personal independence in daily activities ("difficulty holding an object for too long"), hyperaesthesia teeth ("sensitive teeth"), ear disorder ("otorhinolaryngology problem"), nasal disorder ("otorhinolaryngology problem"), laryngeal disorder ("otorhinolaryngology problem"), tinnitus ("tinnitus"), feeling drunk ("feeling drunk"), vertigo ("vertigo"), ear pruritus ("itchy ear canal"), dry eye ("dry eyes"), breast mass ("breast nodules"), breast swelling ("swollen breasts"), ovarian cyst ("ovarian cysts, 5 cm nodule"), iron deficiency ("iron deficiency"), mineral deficiency ("mineral deficiency"), hypovitaminosis ("vitamin deficiency"), myalgia ("chronic pain in the muscles of the body"), rheumatic disorder ("chronic pain in the tissues of the body"), discomfort ("chronic discomfort"), fatigue ("fatigue"), illness ("illnesses"), skin disorder ("dermatological disorders"), ear infection ("otitis"), urinary incontinence ("urinary incontinence"), alopecia ("hair loss"), dry skin ("dry skin"), pain in extremity ("leg pain"), sacral pain ("sacrum pain"), a second episode of loss of personal independence in daily activities ("difficulty holding the phone"), a second episode of depression (" depressive tendency"), renal pain ("kidney pain") and endometriosis ("endometriosis"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2021. At the time of the report, the myalgia, rheumatic disorder, discomfort, fatigue and illness had not resolved. The outcomes for uterine abscess, angioedema, diarrhoea, dry mouth, dyspepsia, abdominal pain upper, somnolence, migraine, trigeminal neuralgia, chronic sinusitis, arthralgia, tendon pain, ligament pain, coccydynia, neck pain, back pain, muscle atrophy, musculoskeletal stiffness, paraesthesia, gait disturbance, hyperaesthesia teeth, ear disorder, nasal disorder, laryngeal disorder, tinnitus, feeling drunk, vertigo, ear pruritus, dry eye, breast mass, breast swelling, ovarian cyst, iron deficiency, mineral deficiency, hypovitaminosis, skin disorder, ear infection, urinary incontinence, dry skin, pain in extremity, sacral pain, renal pain, endometriosis, the last episode of depression and the last episode of loss of personal independence in daily activities were unknown. No causality assessment was received for essure with regard to diarrhoea, dry mouth, dyspepsia, abdominal pain upper, somnolence, migraine, the first episode of depression, angioedema, trigeminal neuralgia, chronic sinusitis, arthralgia, tendon pain, ligament pain, coccydynia, neck pain, back pain, muscle atrophy, musculoskeletal stiffness, paraesthesia, gait disturbance, hyperaesthesia teeth, nasal disorder, tinnitus, feeling drunk, vertigo, ear pruritus, dry eye, breast mass, breast swelling, ovarian cyst, iron deficiency, mineral deficiency, hypovitaminosis, myalgia, discomfort, fatigue, illness, the first episode of loss of personal independence in daily activities, ear disorder, laryngeal disorder, rheumatic disorder, skin disorder, ear infection, urinary incontinence, alopecia, dry skin, pain in extremity, sacral pain, the second episode of loss of personal independence in daily activities, the second episode of depression, renal pain, device breakage, uterine abscess or endometriosis. The reporter commented: period of onset: 2014 to now 2021. The patient was waiting for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2021: absence of sign of obstruction no abnormality of the urinary tract anteverted uterus, of normal size. A fragment of the right essure still remains. No supramesocolic anomaly in summary: appearance suggesting a 40 mm right par a-uterine abscess collection batch no 50759360 production date 2013-09-20 expiration date 2016-09-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-may-2024: new events device breakage, uterine abscess, endometriosis, dermatological disorders , hair loss, ear infection , urinary incontinence leg pain , sacrum pain, holding the phone, depression , kidney pain were added. Essure removal date , action taken with drug s updated. Lab data added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 03-may-2021. The most recent information was received on 03-jun-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of device breakage ("a 40 mm fragment of the right essure remains"), uterine abscess ("appearance suggesting a 40 mm right para-uterine abscess collection") and angioedema ("giant urticaria") in a female patient who had essure inserted (lot no. 50759360) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion intervention required), uterine abscess (seriousness criterion medically important), angioedema (seriousness criterion medically important), diarrhoea ("gastrointestinal problems such as diarrhoea"), dry mouth ("dry mouth"), dyspepsia ("heartburn"), abdominal pain upper ("gastric pain"), somnolence ("somnolence"), migraine ("persistent headache and migraine"), a first episode of depression ("depression"), trigeminal neuralgia ("facial neuralgia"), chronic sinusitis ("chronic sinusitis / sinusitis"), arthralgia ("nervous system problems such as joint pain"), tendon pain ("tendon pain"), ligament pain ("ligament pain"), coccydynia ("coccyx pain"), neck pain ("neck pain"), back pain ("back muscle pain"), muscle atrophy ("muscular atrophy"), musculoskeletal stiffness ("muscle stiffness"), paraesthesia ("paraesthesia"), gait disturbance ("difficulty walking for a long time"), a first episode of loss of personal independence in daily activities ("difficulty holding an object for too long"), hyperaesthesia teeth ("sensitive teeth"), ear disorder ("otorhinolaryngology problem"), nasal disorder ("otorhinolaryngology problem"), laryngeal disorder ("otorhinolaryngology problem"), tinnitus ("tinnitus"), feeling drunk ("feeling drunk"), vertigo ("vertigo"), ear pruritus ("itchy ear canal"), dry eye ("dry eyes"), breast mass ("breast nodules"), breast swelling ("swollen breasts"), ovarian cyst ("ovarian cysts, 5 cm nodule"), iron deficiency ("iron deficiency"), mineral deficiency ("mineral deficiency"), hypovitaminosis ("vitamin deficiency"), myalgia ("chronic pain in the muscles of the body"), rheumatic disorder ("chronic pain in the tissues of the body"), discomfort ("chronic discomfort"), fatigue ("fatigue"), illness ("illnesses"), skin disorder ("dermatological disorders"), ear infection ("otitis"), urinary incontinence ("urinary incontinence"), alopecia ("hair loss"), dry skin ("dry skin"), pain in extremity ("leg pain"), sacral pain ("sacrum pain"), a second episode of loss of personal independence in daily activities ("difficulty holding the phone"), a second episode of depression (" depressive tendency"), renal pain ("kidney pain") and endometriosis ("endometriosis"). Essure was removed on (B)(6) 2021. The patient was treated with surgery (to remove essure). At the time of the report, the myalgia, rheumatic disorder, discomfort, fatigue and illness had not resolved. The outcomes for uterine abscess, angioedema, diarrhoea, dry mouth, dyspepsia, abdominal pain upper, somnolence, migraine, trigeminal neuralgia, chronic sinusitis, arthralgia, tendon pain, ligament pain, coccydynia, neck pain, back pain, muscle atrophy, musculoskeletal stiffness, paraesthesia, gait disturbance, hyperaesthesia teeth, ear disorder, nasal disorder, laryngeal disorder, tinnitus, feeling drunk, vertigo, ear pruritus, dry eye, breast mass, breast swelling, ovarian cyst, iron deficiency, mineral deficiency, hypovitaminosis, skin disorder, ear infection, urinary incontinence, dry skin, pain in extremity, sacral pain, renal pain, endometriosis, the last episode of depression and the last episode of loss of personal independence in daily activities were unknown. No causality assessment was received for essure with regard to diarrhoea, dry mouth, dyspepsia, abdominal pain upper, somnolence, migraine, the first episode of depression, angioedema, trigeminal neuralgia, chronic sinusitis, arthralgia, tendon pain, ligament pain, coccydynia, neck pain, back pain, muscle atrophy, musculoskeletal stiffness, paraesthesia, gait disturbance, hyperaesthesia teeth, nasal disorder, tinnitus, feeling drunk, vertigo, ear pruritus, dry eye, breast mass, breast swelling, ovarian cyst, iron deficiency, mineral deficiency, hypovitaminosis, myalgia, discomfort, fatigue, illness, the first episode of loss of personal independence in daily activities, ear disorder, laryngeal disorder, rheumatic disorder, skin disorder, ear infection, urinary incontinence, alopecia, dry skin, pain in extremity, sacral pain, the second episode of loss of personal independence in daily activities, the second episode of depression, renal pain, device breakage, uterine abscess or endometriosis. The reporter commented: period of onset: 2014 to now 2021. The patient was waiting for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2021: absence of sign of obstruction no abnormality of the urinary tract anteverted uterus, of normal size. A fragment of the right essure still remains. No supramesocolic anomaly. In summary: appearance suggesting a 40 mm right par a-uterine abscess collection. Batch no: 50759360, production date: 2013-09-20, expiration date: 2016-09-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-jun-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.